Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported suture detachment could not be tested/confirmed as the suture was not returned. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, a suture break was noted when the needle plunger was removed from the proglide device. Two additional proglide devices were used for successful suture placement using the pre-close technique. The sheath was upsized to a 20f. The taa was completed and hemostasis was achieved with the sutures of the pre-placed proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.